Event description:
It was reported, after the high frequency electrosurgical unit was connected, the surgeon stepped on the foot pedal to perform the electric resection but the device reported an e006 with the message "insufficient conductivity displayed". The issue occurred during therapeutic uterine cavity electric resection surgery. There were no reports of patient harm. The procedure was finished with a similar device, however a delay of approximately 10 minutes occurred.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.